Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Retro: case # (B)(4) - npi error code 120.4610 on 815bd unit other- specify in comments case #: (B)(4) case subject: npi error code 120.4610 on 815bd unit account name: (B)(6) hospital account #: (B)(4) asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015bd unit serial # (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech called in with error code 120.6410 on 8015bd unit , which has to do with the power supply processor, the current charge on unit is to low for the unit will need to first have to replace battery on unit if replace battery does not resolve issue next is the power supply board on unit to replace. Tech perfer to send unit in under warranty repair transfer call to services repair tech to further assist the customer.